Event description:
The customer's mother reported that he was hospitalized on (B)(6) 2013 with diabetic ketoacidosis, blood glucose levels over 500 mg/dl, and nausea. He was in the hosp for 24 hours. The hosp removed the pod and treated him with injections. The customer's mother also reported that the customer may have had a stomach virus at the time of this event.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with dka. No lot qualification records were reviewed, as the product lot number was not provided.